Event description:
It was reported that device kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman double curve access system (was) was positioned and a watchman closure device and delivery system (wds) were inserted. The wds was deployed and recaptured multiple times. During a final recapture, the was sheath became kinked and the wds could not recapture normally. The wds was deployed and position, anchor, size, seal (pass) criteria was met. The wds was released. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman access system (was) was analyzed and the reported event of kink was confirmed. The (was) was visually and microscopically examined. Inspection of the hub, sheath, and tip revealed kinks in the sheath at 3cm and 21cm proximal of the tip. Product analysis could not confirm the reported event of difficult to recapture as clinical circumstances could not be replicated.

Event description:
It was reported that device kink and difficulty to recapture occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman double curve access system (was) was positioned and a watchman closure device and delivery system (wds) were inserted. The wds was deployed and recaptured multiple times. During a final recapture, the was sheath became kinked and the wds could not recapture normally. The wds was deployed and position, anchor, size, seal (pass) criteria was met. The wds was released. No patient complications were reported.